Event description:
The wire guide hung up in the needle and vessel during placement. Unable to withdraw through the needle. Upon pulling needle and wire guide out as a single unit, the wire guide separated. It was extraluminal of the vein. No attempt was made to remove the separated segment.